Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye due to blurry vision. The lens was explanted in a secondary procedure and replaced with a 20.5 diopter diu375 model lens. There was no patient injury. Reportedly the patient feels better and is doing great for now with the replaced lens. There was no calculation issue. No other information was provided.